Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump errors. The customer¿s blood glucose level was 283 mg/dl. The customer was able to clear the alarm. The customer was able to complete pump rewind. The customer stated that the insulin pump had multiple pump error after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong date. The correct date is 22-jul-2019.

Manufacturer narrative:
The pump passed all functional tests including the displacement and self tests. No pump error 53 was noted during testing; however, a pump error 53 was found in the pump history file due to a software error. No pump error 63 was noted during testing either; however, pump error 63 was confirmed in the formatted history file due to a loose connection or a cold solder joint at the keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.